Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c20 annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 351.6740 was confirmed. Received on 28-apr-2025, syringe device was received unboxed and with paperwork. When testing the plunger force calibration test on asm error code 351.6740 appeared. A missing carriage block assembly pin was found causing the error code to appear. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the carriage block assembly pin. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 351.6740. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 351.6740. There was no patient involvement.